Manufacturer narrative:
Initial and final (B)(4) MDR 8021545-2026-02952. Device 1 of 3. E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced three tape not sticking issue on 01-mar-2026 due to sport activities and perspiration. No further information is available.